Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the product insert. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting discordant sars result. Customer communicated a faint positive result on initial test and a negative result on the second test. Customer read positive result after the 10 minute read time of test (off label use). No confirmation testing was performed and symptomatic status of patient is unknown.